Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test even after replacing battery. Customer states that insulin pump did not accept battery. Customer declined to troubleshoot for failed battery test. Customer¿s blood glucose was 162mg/dl at time of incident. Insulin pump will not be return for analysis.